Manufacturer narrative:
The physical damage is fully consistent with use outside normal and expected.

Event description:
It has been reported that the cassette lock prongs have broken off of the device.